Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. As a result of checking the event history log, it confirmed that there was a record of occurred nda during pump operate on june 18,2024. Functional testing could not confirm the customer reported issue. Service history identified the complaint was not related to a previous service of the device within the review period. The investigation determined that the most likely cause of the issue was a defective downstream occlusion (dso) sensor, upstream occlusion (uso) sensor, or cassette product. The dso sensor was replaced and uso sensor was re-calibrated.

Event description:
It was reported that the product has a, "no cassette error," even a cassette is inserted. Per reporter, the event occurred before patient use, during inspection. There was no patient involvement and no patient harmed reported.